Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a thrombus collecting interventional procedure using an 8f sheath. Reportedly, after the foot lever was closed, the proglide device was attempted to be removed; however, it could not be removed. The foot was deployed and closed again but the device could not be pushed or pulled. The proglide device was removed with force and the vessel was noted to be damaged. After the device was removed, the foot was noted to be retracted. The device was retrieved as a single unit, with no device separations noted. No resistance was noted during advancement of the proglide device into the anatomy. Surgical treatment was performed to treat vessel damage. Hemostasis was achieved via surgical suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to remove could not be confirmed as it was related to operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. It should be noted that the electronic perclose proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unlikely the IFU violation contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be the circumstances of the procedure. In this case, it is likely related to an interaction of the suture with the foot preventing the foot from fully closing inhibiting removal. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.